Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose for about 45 minutes. The customer¿s blood glucose at the time of the incident was 35 mg/dl. They treated with food. The customer¿s current blood glucose was 167 mg/dl. Troubleshooting was performed. There was no malfunction noted on the insulin pump. The insulin pump will not be returned for analysis.